Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported approximately fourteen months post stenting procedure in the proximal and distal mid left anterior descending arteries with one 3.0 x 15 and one 2.75 x 15 xience v stents, the patient was hospitalized with angina/back pain. Treatment included a heparin infusion, nitroglycerin infusion, and continuation of aspirin and plavix. Angiography revealed no in-stent restenosis but a 70% proximal left anterior descending artery stenosis between the two previously stented areas which was treated with a 3.0 x 18 promus drug eluting stent. The patient's condition resolved and the patient was discharged on (B)(6) 2010. Though requested, there was no additional information provided.